Event description:
It was reported that the patient presented with a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. Patient condition was unavailable. Further information was requested but not received.